Event description:
Per the clinic, the patient experienced a decline in hearing performance with the device. The device was explanted on (B)(6) 2020, and the patient was reimplanted with a new device.